Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the hand piece would not rotate. The device was replaced and the device still would not spin. The unit was replaced and the same hand piece was used and the case was completed successfully without incident.

Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.